Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and unexpected restart error test due to blank display. Unable to perform the pump history download or carelink upload due to blank display. Unit had a stripped battery cap at coin slot (p) and broken battery tube threads. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had black screen and frozen display. The battery cap was damaged. Also the customer was hospitalized due to unknown reason. No harm requiring medical intervention was reported. The device will be returned for analysis.